Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, externalized conductors were observed via diagnostic imagining. The lead remains implanted. There were no patient complications associated with the device change out.